Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the delivery system quick release button disengaged during deployment of the stent graft. This resulted in the inaccurate placement of the stent graft requiring two additional stent graft pieces to be implanted. Upon implant of the two additional pieces, one of them was also inaccurately placed; however, the physician stated this was not related to the device (see MFR # 2953200-2008-0766). No additional clinical sequelae were reported. Please note that the valiant stent graft delivery system is not distributed in the united states; however, it is similar to the talent thoracic stent graft delivery system on xcelerant.

Manufacturer narrative:
Conclusion: unk cause of quick release button disengagement, device was not returned for evaluation.